Event description:
It was reported that the pt underwent plif l4/5 procedure on (B)(6) 2013. During a f/u visit on (B)(6) 2013 the pt complained of pain and recurrence of symptoms. CT scan performed on (B)(6) 2013, revealed fractured pedicle screws in both sides of the l5 vertebra. It was noted that the pt was not fused at this time. Revision was performed on (B)(6) 2013, during which all hardware was removed, with the exception of the distal portion of the broken screws.

Manufacturer narrative:
This event involves two (2) fractured screws. The lot number of these screws could not be identified. Only one report will be filed to include both screws. Without lot identification, mfg history review and lot specific complaint history review are not possible. Review of complaint history for the slpxxxx family of s-lok pedicle screws did not identify a trend for reports of fracture. Root cause of the reported fracture could not be determined.